Event description:
A customer contacted beckman coulter inc. (Bci) reporting an hba1c cartridge leaking at the bottom. No injury was reported on this issue.

Manufacturer narrative:
The customer was sent replacement.